Event description:
A father of a customer reported via phone call indicating that the battery on their insulin pump was weak. The customer tried three different batteries and still could not resolve the issue. The father stated that they were at work and could not troubleshoot the issue at the time of the call. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.